Manufacturer narrative:
Additional information: h4 device manufacture date added the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Because the sample was not provided for evaluation, the failure mode could not be confirmed. The root cause and corrective actions could not be identified. This complaint will be closed with no further action. If a sample is received later, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the silicone part of the set broke during the installation of the set on the pump. Additional information received from the customer stated that there was a diet leakage. No patient harm reported.